Manufacturer narrative:
Evaluation summary: the lens was returned submerged in a clear liquid. The lens was removed from the clear liquid and allowed to dry. Haptic and optic damage was observed. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for ssng, worsen visual acuity. Resolutions acceptable and focal length reading falls within the range of 27.5 diopter. Lens appears clear except for areas of dried solution and damage. Optic dimensions match for this lens using an approved template. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Additional information has been requested. (B)(4).

Event description:
A surgeon reported over ten years following an intraocular lens (iol) implant surgery, the patient's vision became worse. The original implant surgery had been performed by another surgeon. The lens was exchanged and the vision improved. The surgeon reported that the iol may have had sub surface nano glistenings. (Ssng). Additional information has been requested.